Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/11/2019. The customer troubleshooting with technical support and was provided with part number and price. The customer replaced the gas delivery system (gds). A data acquisition (da) printed circuit board assembly (pcba) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to component in the pcba. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator flow and pressure measurements were out of tolerance during preventative maintenance. There was no patient involvement.